Event description:
The reported stated that the teeth on the large uni-cp spreading forceps broke when the surgeon attempted compression of the uni-clip during the surgical procedure. The piece that broke off was discarded. The surgeon used the smaller uniclip spreading forceps to complete the surgery. There was no harm to the pt.

Manufacturer narrative:
A review of integra's complaint system showed that this and five other similar incidents of this type, that occurred in the past two years, were reported to integra, but were not reported to cdrh. In all cases, the lot number of the complaint sample was unk, and there were no events in which the pt was harmed. Newdeal performed a design drawing review and determined that the drawing did not include precise info regarding the geometry of the tip. This afforded mfg variability in the geometry of the tip of the instrument. Due to the fact that there was initially only one instance of the forceps tip breaking and the event resulted from the misuse of the instrument an initial decision not to perform a field corrective action was made. As a result of the investigation performed, the engineering drawing was revised to include precise info regarding the tip geometry. Newdeal implemented this drawing clarification to enhance the strength of the instrument. Prior to release, all uni-cp compression spreaders are inspected for visual aspects: finishing and laser marking, and for tip measurements. There is documentary inspection of raw material and heat treatment certificates. Prior to release ten percent sample are tested for measurement specs: total lengths, and total width. Given the description of the event and lack of returned product, the root cause is an old version design. Based on the eval of the risk, it was decided to recall the products which were marketed before the corrective modifications were made. ((B)(4)). Integra considers this complaint investigation closed.